Event description:
The attending physician claimed the device delivered less than selected defibrillator energy to a pt. The basis upon which this opinion was based was not reported. The nurse operating the device charged the defibrillator again, reportedly placed the device paddles on her stomach, and bent over. Reportedly, at this time, the defibrillator spontaneously and inappropriately discharged defibrillator energy to the nurse.